Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1, 7 failed, and it was not detected on the bus. The field service engineer (fse) attempted to reseat the pyxis bus cable connections and the serial bus cable connection from the auxiliary system, but the issue persisted. The fse then retrieved two old matrix boards and installed them. Afterward, the fse reseated the serial bus cable from the communication sled and secured the cable to prevent future cuts or damages. The station had been restarted, and after running a hardware test application (hta), it was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.